Event description:
Two moss miami magnum polyaxial stainless steel screws were broken at the base of the polyaxial head. According to the complainant, the screws broke bilaterally at l5, post-operatively. The screws were implanted approximately 6-8 months ago as part of a l4-5 construct. The screws were explanted in 10/02. Two additional screws were returned for evaluation as they were part of the construct that was removed but they are ancillary to the complaint. There were no other adverse consequences to the patient. A dimensional analysis was performed and all four screws conformed to specifications. A material assessment test was performed on the two broken screws and they conformed to specifications for stainless steel. Information from the surgeon revealed that the screws were placed bilaterally at l5 in a spondylolisthesis/pseudoarthrosis construct without any anterior column support. It is likely that the in-vivo load of this construct exceeded the load carrying capacity of the screw. To help to alleviate these types of events from recuring in the future, the transition radius of the screw shaft was changed to provide additional strength to the shaft. Since these complaints originated from one hospital group of surgeons who were using the screws in very complex and demanding constructs, and no other complaints have been reported, the change to the shaft is being incorporated on a phase-in basis. All of these surgeons have been contacted and informed of the design limitations of these screws. A definitive cause of the event cannot be determined. No further action is required.